Event description:
During index procedure, the physician used two amphirion deep balloon catheters, one for the treatment of the peroneal artery and one for the treatment of the anterior tibial artery of the right leg. It was reported that approximately 14 month post index procedure, the patient had a tvr of the peroneal artery and anterior tibial artery due to worsening of pad right using non medtronic balloons. Investigator has assessed that the events were not related to the device or the procedure. It is reported that the patient recovered. On the same day restenosis of tl was reported. The patient was treated with nitro ia. The investigator has assessed that the event was not related to the device and highly probably related to the procedure. An amphirion deep pta balloon catheter was used to treat restenosis of the right peroneal approximately 20 months post index procedure. It is reported that approximately 20 months post index procedure, the patient had an amputation due to gangrene/osteolysis of the d4 right. Investigator has assessed that the event was not related to the device or the procedure. It is reported that the patient recovered. It is reported that approximately 29 months post index procedure, the patient died due to a stroke. Investigator has assessed that the event was not related to the device or the procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿(stenosis); patient¿s condition- pre-disposed event (stroke, peripheral vascular disease). Conclusion- known inherent risk of procedure (stenosis); (stroke, peripheral vascular disease). (B)(4).